Event description:
It was reported that the device has an error code 1720 and error message 1720. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 8-jun-2022 via email and attached to complaint object: no patient involvement as the issue occurred during programming of the pump. The event took place in (B)(6) 2021, but the exact date is unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Found back-up-capacitor had a broken wire causing the error code. Replaced the back-up-capacitor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 15-jul-2020.